Event description:
Midmark received a complaint stating that a 355-025 light came apart at the ball joint and fell. The dr. Held the light up preventing it from coming in contact with the patient. No injury occurred.

Manufacturer narrative:
Midmark received a complaint noting that a 355-025 procedure light came detached at the ball joint and fell during use. The dr. Held the light up preventing it from coming in contact with the patient. No injury occurred. The dr. Stated the office and equipment which was purchased through distribution was new in 2012. However, the serial number on this light was built on 4/14/2003 and shipped from midmark on april 23, 2003.